Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that there was a leak in the infusion tubing of the patient's infusion set. The patient stated that no insulin comes out of the end of the cannula and that she can smell insulin. She experienced elevated blood glucose levels from 450 mg/dl to 550 mg/dl. No adverse event was reported. The infusion set was requested to be returned for product evaluation.